Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product exhibited a pericardial effusion; onset reportedly a few months post-implant. Intervention was listed as pericardial drainage, with an extension of hospitalization and issue resolved. No further intervention was required and to date all products remain implanted and in service with no additional adverse patient effects.